Manufacturer narrative:
Pump received with missing segments, partial display or red line on the display during self test due to cracked lcd glass. Pump received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had display anomaly. The customer¿s current blood glucose level was unknown at time of incident. The customer stated that they had red line through the screen while doing finger stick. The customer was advised to insert a new lithium, alkaline, or fully charged nickel-metal hydride (nimh) aa battery. Customer stated that the display did not return to normal. The customer was advised that the pump needs to be replaced. The customer was advised to revert to back up plan per health care professional instruction. The insulin pump will be returned for analysis.